Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole in its surface. Screening test was performed, and the device was recognized on the system; however, error 105 was displayed on the screen due to the pebax damage and reddish material inside of it. The root cause of the damage on the pebax could not be conclusively determined; however, it was concluded that it could be related to the issue described by the customer and the magnetic failure observed during the investigation. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31001808m, and no internal action was found during the review. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 29-sep-2023, there was reddish material inside the pebax and a hole in its surface. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.